Event description:
It was reported that during the surgery, the foreign substance or dirt was found on the spray tip of the complaint product when the nurse opened the package. There was no patient harm. It was unknown if there ws surgical delay, due diligence is complete, there is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign: japan.